Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the bonded part of the IV set has come loose and popped off at the lower y-site. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Received one used. List #14687-15, primary plum set, clave secondary port, clave y-site, secure lock. As received the returned sample was observed to have the incoming tubing disconnected from the y-clave. Both sets were found to meet dimensional specifications. The complaint disconnection can be confirmed. The probable cause is due to unintentional pulling forces applied during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.